Manufacturer narrative:
During an internal review, noted corrections to the 3500a initial. In error omitted that the device was received on (B)(6)2025. Therefore, populated d9. Device available for evaluation? D9. Is device returned to manufacturer? D9. Date device returned to manufacturer and h3. Device evaluated by manufacturer? Also, should have included under h11. Additional manufacturer narrative, "the bwi product analysis lab received the device for evaluation on (B)(6)2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted." On (B)(6)2025 noted that "h6. Medical device problem code" should have included "coagulation in device or device ingredient (B)(6)" and "b1. Is product problem" should have been checked. Therefore, processed. Additionally, this report is being submitted to add the us FDA reportable field action number with the awareness date of (B)(6)2025. "H7 remedial action initiated type" and "h9. FDA correction/ removal reporting no." Have been added. The lot number was provided on (B)(6)2025. Therefore, d4. Lot, d4. Primary UDI number, d4. Expiration date and h4. Device manufacture date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulsetm catheter and suffered a cerebrovascular accident (cva). One hour post procedure, the patient developed a clinical stroke. It was unknown if there was any intervention. No further information was available at this time. Additional information was received on 02-jan-2025. The physician performed a pulmonary vein isolation (pvi)+ procedure with varipulse on (B)(6) 2024 and the patient suffered a stroke. The magnetic resonance imaging (MRI) is said to show multiple punctuate lesions in the brain. Patient background information: patient 275 lbs may have been on ¿half dose¿ oac; informed that they did not receive oac dose day of the procedure. Act: 258 at catheter insertion, 350 at time of first ablation, 335 ¿ 355 act throughout the procedure. Ablation information: - 71 ablations (213 applications) - contact was minimal on many ablations. - required additional applications along posterior floor of left atrium and mitral isthmus area. Additional information was received on 08-jan-2025. Exchanges 3. Pfa application qty 201. Pfa ablation locations pulmonary vein isolation (pvi), pw, mitral, left atrial appendage (laa) rf ablation none. Stacking 2.80%. Additional information was received on 09-jan-2025. The patient presented in afib. Coronary sinus (cs) pacing was performed during ablation. The patient was cardioverted to normal sinus rhythm prior to ablation. Additional information was received on 13-jan-2025. The neurological impairment event which occurred was a cerebrovascular accident (cva) / stroke. The physician¿s opinion on the cause of this adverse event was product malfunction. The outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event, stroke protocol. Act 258 secs w/ initial 10k bolus; 5k bolus w/ transseptal and mapping; act 334 secs; 2k bolus; act 354sec; 2k bolus; act 335 sec; 2k bolus; act 355; procedure ends. Varipulsetm catheter was used to pre/post map and ablate. Correct catheter settings were on the generator. No issues with the flow rate change at the start of the ablation. Lot number unknown as notification of the event was day after case performed. Char observed on catheter when retrieved day after notified of event. Physician reported seeing ¿puffs¿ on intracardiac echocardiography (ice) more so with this case than other pfa platforms.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulsetm catheter. One hour post procedure, the patient developed a clinical stroke. It was unknown if there was any intervention. Additional information was received. The magnetic resonance imaging (MRI) is said to show multiple punctuate lesions in the brain. The patient was cardioverted to normal sinus rhythm prior to ablation. The physician¿s opinion on the cause of this adverse event was product malfunction. The outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event, stroke protocol. Char observed on catheter when retrieved day after notified of event. Physician reported seeing ¿puffs¿ on intracardiac echocardiography (ice) more so with this case than other pfa platforms. The investigation was completed on (B)(6) 2025. A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, char/ clot was observed in two of the electrodes of the catheter. However, microbubbles issue cannot be confirmed based on the image provided. The root cause of the adverse event remains unknown. The customer complaint was confirmed based on the picture received. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. In accordance with j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual inspection revealed char residues on the electrodes. The device was connected to the carto 3 system and trupulse generator, it was recognized and visualized correctly. Then, an ablation cycle was performed, and the device was found working correctly. No impedance issues were observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. Per the evidence provided by the customer the adverse event and char reported was confirmed. The potential cause of the adverse event and char cannot be determined as the catheter was tested and passed all the specifications. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided. -investigation findings: contamination of environment by device (c1503) / investigation conclusions: cause not established (d15) / component code: cautery tip (g01002) were selected as related to the customer¿s reported ¿adverse event¿, ¿char¿ and ¿puffs on ice¿ issues. In addition, biosense webster inc. Analysis finding of the ¿char residues on the electrodes¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is a correction to the initial report. Since this is a 5-day report, only 5 day report applies and not initial report in section g6. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).